Event description:
Patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.